Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown. Mentor also became aware that the patient has undergone bilateral replacement with the following devices: (left) 800cc mentor memorygel breast implant catalog: 3505800bc lot: 7735397 sn: (B)(4) and (right) 800cc mentor memorygel breast implant catalog: 3505800bc lot: 7735397 sn: (B)(4). On (B)(6) 2020, the product investigation was completed. Device investigation summary: during analysis of the sample was found rupture and received incomplete. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Concomitant medical products: (right) 455cc mentor memorygel breast implant catalog: 3505455bc lot: 6778515 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with a 430cc mentor memorygel breast implant on the left side, suffered left breast pain and left breast implant rupture, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.